Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needles were removed from the hub, no sutures were attached. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.